Event description:
A uf reported that an lma would not hold air and that they determined there was a hole in the mask that was possibly caused by a pt's teeth. There was no indication that there were any pt problems or injury. The uf has indicated that they will not be returning the mask for evaluation. There has never been a report of a serious injury associated with a failure to maintain inflation, and co believes it is unlikely to cause or contribute to pt injury were it to reoccur. Although co does not believe this event meets the definition of a reportable device malfunction, co has agreed to comply with the agency's position, that events of this type should be reported, stated in its 8/1/97 letter to the MFR.